Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed 11 contacts with high values. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1110 serial #:( B)(4) description: precision implantable pulse generator (ipg) additional suspect medical device component involved in the event: model#: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis revealed 11 contacts with high values. The patient will undergo an explant procedure.